Manufacturer narrative:
(B)(4). Urinary tract infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that she underwent a gynecological procedure and mesh was used. Since that time, marital relations have been impossible and frequent urinary tract infections have occurred regularly. Additional information has been requested.